Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: ten representative samples were returned for evaluation. They were visually and functionally examined for tensile strength. One sample was below the required specification for tensil strength.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke off the needle with very little force. The procedure was completed with same/like device. There was no adverse patient consequence.